Event description:
Surgeon used a 44#0 modular broach after using a 37.5 #0 modular broach and found that the broach sat too far down the canal. It causes the 40mm #0 rasp to seat too low in the canal when trialing after a 37.5#0. As a result, stem was seated further into the canal than was original.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then it will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2010-01082.